Event description:
It was reported that a user experienced pairing failure when connecting a dexcom g7 sensor to a new ilet device, consistent with intermittent communication failure involving an electrical and magnetic component, specifically the antenna; after toggling settings and restarting the ilet, the g7 paired successfully, readings were displayed, and body weight entry was completed. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between devices associated with intermittent communication failure and the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.